Event description:
During the basilar artery embolization procedure, it was reported that the pusher jumped out of the middle of the subject microcatheter and the microcatheter shaft was broken. Therefore, the subject microcatheter was removed from the patient. Additional information reported that the tip of the pusher was stuck in the microcatheter. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter shaft was kinked and a hole was noted on the catheter shaft. During the functioning test, it was noted that friction was encountered when advancing the patency mandrel in the catheter shaft. Additional information reported that the device was confirmed to be in good condition prior to use. The kink and hole which present at the proximal marker on the catheter shaft indicated excessive force during advancement of intraluminal device though this cannot be conclusively determined. It is likely that the device was damaged during use resulting in the reported events. An assignable cause of operational context caused event will be assigned to the reported ¿catheter shaft broken/fractured', 'catheter friction' and to the analyzed ¿catheter shaft kinked/bent', 'catheter shaft has hole/perforation', 'catheter shaft friction' as the issue is associated with a product that meets the design and manufacture specifications and was used in accordance with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During the basilar artery embolization procedure, it was reported that the pusher jumped out of the middle of the subject microcatheter and the microcatheter shaft was broken. Therefore, the subject microcatheter was removed from the patient. Additional information reported that the tip of the pusher was stuck in the microcatheter. No clinical consequences reported to the patient.